Event description:
It was reported that the hemostasis clip was deployed prematurely.

Manufacturer narrative:
After micro-tech received this incident, we reviewed the manufacturing documents from the device history record and found no abnormalities that would contribute to this issue. We are trying to get more informaiton for investigation. We will fill out a follow-up report when this incident investigation is done.